Event description:
Hcp reported presented in 2004 with signs of infection of the incisional site. These include purulent discharge. Cultures obtained - unk results. Pt was treated with removal of hardware and sent home on antibiotics. Hcp reports pt will follow up with clinic.